Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 18-feb-2021, abbott point of care was contacted by a customer regarding act celite cartridges that yielded discrepant results on an (B)(6) year old female patient with chest pain. Customer called stating angiomax is a type of anticoagulation therapy and wanted to know why it is not suitable for use with I-stat actc cartridge. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). Patient was also administered 11ml of agiomax at 1:07, 26ml per hour at 1:07, plavix at 1:08 and 11ml of angiomax at 1:29. The facility was advised that heparin is the only anticoagulant cleared for use with I-stat actc cartridge. Use of other anticoagulants such as angiomax and plavix are considered off label use. Customer requested documentation. Customer was provided labeling per intended use statement in cti sheet: celite act art: 714185-00q. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: #(B)(6). The investigation was completed on (B)(6) 2021. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.